Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported the sensor was inserted in the buttocks and the bg values were not entered promptly. At the time of contact, no injury or medical intervention was reported. The device was not returned for evaluation. However, the receiver data log was provided by the patient. The data log was reviewed on 12/31/2015. The complaint of inaccurate cgm values was confirmed. It was also reported the sensor was inserted in the buttocks. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. Additionally, it was reported the patient did not enter the bg meter values into the cgm device promptly and accurately. The dexcom g5 mobile continuous glucose monitoring system states: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. However, a root cause cannot be determined.